Manufacturer narrative:
The srt replaced the aux pcba and all associated parts. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the auxiliary printed circuit board assembly (aux pcba) was found to have a burned capacitor at location c106. There was no patient involvement.